Event description:
It was reported that the bipolar ventricular lead impedance was <200 ohms and capture thresholds were 2.75 v. The uni- polar impedance was 261 ohms with a capture threshold of 0.75 v. The physician classified the lead impedance as a "non issue" and programmed the device to the unipolar configuration. Monitoring will continue.